Manufacturer narrative:
Investigation summary: it was found that the customer used viral transport media when collecting the patient specimen at an offsite location. Customer was informed that vtm/utm (viral transport media/universal transport media) is prohibited from use with this kit and recommended use of dry swabs. Root cause: offlabel use / not following instructions for use. Source: phone.

Event description:
Customer reporting suspected false positive sars result with an atypical curve. Symptomatic status of patient is unknown or if additional methods were run. It is noted the sample is collected offsite and placed into viral transport media (vtm) solution prior to testing (off label usage).